Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose reading was 20 mg/dl. The customer stated that he was hospitalized last year for low blood glucose readings. The customer stated that he was mowing the yard and his hips and knees hurt really badly. The customer stated that he did not bolus or eat before he went to sleep. The customer stated that he woke up to go to the bathroom and slid to the floor. The customer stated that his wife did a fingerstick and his blood glucose was 20 mg/dl. The customer stated that his wife called 911 and he was taken to the hospital. The pump will be replaced for information on hospitalization. The customer was advised to call back with any issues.